Event description:
It was reported that during a laparoscopic appendectomy procedure that the stapler only fired halfway across the appendix. Troubleshooting steps are unknown but the device was removed by using manual override. Staple formation of the deployed staples are unknown. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # 781c48. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with the joint cover damaged and a gst45b reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device event log was reviewed. The log indicates multiple voltage cut errors. It is possible that the voltage cut errors were likely due to thick tissue causing mechanical resistance. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Due to the damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 781c48, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: I am unsure if the device fired any staples or not. I asked those in the room and they are unaware. The surgeon has not called me back. The device did not cut. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? The report that she got was that the device "fired" but no staple line was apparent on the tissue. Then the device locked out with the knife blade partially forward. This is when manual override was applied.